Event description:
It was reported that they were treating a patient on normothermia using s/n(B)(6) arctic sun device. The patient was 104f and the water was 83f. The patient was not cooling. They turned the device off and back on, and restated therapy, but the patient still was not cooling. Targeted temperature (tt) was 37c, patient temperature (pt) was 40.3c, water temperature (wt) was 30.7c, chiller temperature (t4) was 4.1c, mixing pump command 100%, system hours 3517.9, pump hours 3112.6. Confirmed alert 113 (reduced water temperature control) in event log. Explained device needs to go to biomed labeled with alert 113, not cooling. Per follow up information received via task on 15dec2025, additional information received under wo-00122206: biomed call to technical support. Stated that the device was sent down to biomed and the nurse reported to as "a pump was out". During testing inlet pressure (ip) was -7.0, circulation pump command (cpc) was 47%, chiller temperature (t4) was 33.3, no water from left port, failed mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. They were treating a patient on normothermia using s/n (B)(6) arctic sun device. The patient was 104f and the water was 83f. The patient was not cooling. They turned the device off and back on, and restated therapy, but the patient still was not cooling. Targeted temperature (tt) was 37c, patient temperature (pt) was 40.3c, water temperature (wt) was 30.7c, chiller temperature (t4) was 4.1c, mixing pump command 100%, system hours 3517.9, pump hours 3112.6. Confirmed alert 113 (reduced water temperature control) in event log. Explained device needs to go to biomed labeled with alert 113, not cooling. Per follow up information received via task on 15dec2025, additional information received under (B)(4): biomed call to technical support. Stated that the device was sent down to biomed and the nurse reported to as "a pump was out". During testing inlet pressure (ip) was -7.0, circulation pump command (cpc) was 47%, chiller temperature (t4) was 33.3, no water from left port, failed mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a patient on normothermia using s/n (B)(6) arctic sun device. The patient was 104f and the water was 83f. The patient was not cooling. They turned the device off and back on, and restated therapy, but the patient still was not cooling. Targeted temperature (tt) was 37c, patient temperature (pt) was 40.3c, water temperature (wt) was 30.7c, chiller temperature (t4) was 4.1c, mixing pump command 100%, system hours 3517.9, pump hours 3112.6. Confirmed alert 113 (reduced water temperature control) in event log. Explained device needs to go to biomed labeled with alert 113, not cooling. Per follow up information received via task on 15dec2025, additional information received under wo-00122206: biomed call to technical support. Stated that the device was sent down to biomed and the nurse reported to as "a pump was out". During testing inlet pressure (ip) was -7.0, circulation pump command (cpc) was 47%, chiller temperature (t4) was 33.3, no water from left port, failed mixing pump.